Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy device.

Event description:
The patient had the generator explanted due to infection at the generator pocket. Sterilization was confirmed via the device history record for both generator and lead prior to release. No additional relevant information has been received to date.

Event description:
Additional information was received from the physician reporting the date the infection was believed to have started. The physician believed the infection was caused by an upper respiratory infection. No additional relevant information has been received to date.